Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon tear occurred. The 100% stenosed lesion being treated was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. The 1.50x8mm apex push balloon was inflated one time to 4 atms at which point blood was noticed inside the inflation device. Upon successful removal of the balloon catheter a vertical tear was identified. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)